Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent struts were noted to be lifted and the device was removed. The procedure was successfully completed using a 2.5mm shorter synergy stent and a non-bsc guide extension catheter. No patient complications were reported and the patient recovered and was discharged.